Manufacturer narrative:
Customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access accutni+3 reagent was not returned for evaluation. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site. They completed a preventative maintenance procedure on the instrument. The peristaltic and wash pump and the mixer unit were rebuilt. The aspirate probes, wash wheel, sample probe and incubator belt were cleaned and the vessel holders were changed. No malfunction was found with any of these parts. No issues with sample integrity were reported by the customer. Quality control (qc) was passing within the laboratory¿s established ranges. No hardware errors or other assay issues were reported in conjunction with this event. The cause of this event could not be determined with the available information. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported obtaining a non-reproducible elevated troponin patient result on their access 2 immunoassay system (s/n: (B)(4)). The customers patient result was above the normal range of the assay.